Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had his artificial urinary sphincter removed on due to unknown reason. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted.